Event description:
Alzheimer's [alzheimer's disease]. Initial information received on 17-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc one. This case involves elderly female patient who experienced alzheimer's with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2015, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48 mg/6 ml) at a dose of 6 ml, route unknown (batch number: 4rsk001, 31-oct-2017) for product used for unknown indication. On an unknown date the patient developed alzheimer's (dementia alzheimer's type) (unknown latency) and was placed in a chlsd (residential and long-term care center). The patient had alzheimer's and was near the end of her life. It had been quite a while the patient had alzheimer's. The last injection we have on file is a synvisc-one injection on wednesday, (B)(6) 2015. This event was assessed as medically significant. Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (alzheimer's). At time of reporting, the outcome was not recovered / not resolved for the event alzheimer's. A product technical complaint (ptc) was initiated on 18-mar-2023 for synvisc-one (lot/batch number: 4rsk001, 31-oct-2017) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated that the production and quality control documentation for lot # 4rsk001 expiration date (2017-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk001 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 30 mar 2022 there are 26 complaints on file for lot# 4rsk001 and all related sublots. 26 complaints are on file for 4rsk001: (24) adverse event reports and (2) tip breakages. Sanofi will continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA is required. The final investigation was completed on 04-apr-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported. Company causality: not reportable. Additional information was received on 04-apr-2022 from the quality department. Ptc details, batch number, expiration date and strength were added. Text amended accordingly.